Manufacturer narrative:
The customer's complaint that the autopulse platform ((B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) was confirmed during the functional testing and the archive data review. The root cause for the ua45 error was due to the drive shaft not being at the "home position," likely attributed to unintended user error. The archive data indicated multiple ua45 errors on and around the reported event date, confirming the reported complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position) and then restart. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The drive shaft was rotated to the home position to clear the ua45 error. The autopulse platform passed the 6-minute run-in test using the large resuscitation test fixture (lrtf) without fault or error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed a user advisory 45 (not at "home" position after power-on/restart) during the resuscitation of a patient in cardiac arrest. The crew attempted to clear the ua but could not be cleared. The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient.